Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, bupivacaine, baclofen, and morphine at unknown doses and concentrations via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump had volume discrepancies at the last two refills. The first volume discrepancy was at a refill "about 3 months ago". It was stated that the amount was not "so big", but the office was surprised there was so much in the pump. After this volume discrepancy, the doctors tried to do a dye study, but they were unable to access the catheter port and nothing had been done since then. At a refill 1 to 2 weeks ago, there was a larger amount of medication still in the pump. The exact amount was unknown, however it was stated that it was "about 75% more" medication than what was expected and the doctor seemed concerned. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID: 8780, (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4) no longer apply. All remaining codes now apply to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The catheter access port could be accessed, but fluid could not be aspirated. On (B)(6) 2016, the expected residual volume (erv) was 10.1 ml while the actual residual volume (arv) was 12.5 ml. On (B)(6) 2016, the erv was 10.1 ml and the arv was 12.5 ml. On (B)(6) 2016, the erv was 5.1 ml and the arv was 10 ml. On (B)(6) 2017, the erv was 5.6 ml and the arv 8 ml. On (B)(6)2017, the erv was 5.7 ml and the arv was 17 ml. The patient's pain was improved after surgery. They were weaning and considering not replacing the pump and would likely take it out. The cause of the inability to aspirate was not known. The inability to access the catheter access port was resolved, however the volume discrepancies had not been resolved.